Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 the patient was seeing an 8286 (empty reservoir) code on his ptm (personal therapy manager). Per the patient, he was not due for a refill. He thought he had another week because the ptm said (B)(6) 2017 and the paperwork he had said (B)(6) 2017 for his next refill. He was not hearing a pump alarm. The patient had no symptoms. No further complications have been reported as a result of this event.